Manufacturer narrative:
H3 other text : device received by third party but evaluation not yet done.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto device's sound abatement foam. The patient has alleged migraine. There was no report of patient harm or injury. The device was returned to a third-party service center, but device not evaluated yet. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.